Event description:
Implant was placed 7/17/97. No problems were encountered during placement and primary stabilzation was achieved. X-ray was taken 8 days post op and all was well. 3 weeks later, pt came into the office with the implant in his hand. One person affected.